Event description:
It was reported that during a follow up, an increase in the left ventricular pacing threshold was noted. The atrial lead and rv leads were functioning properly. All the electrical measurements were stable. The physician decided to extract the lv and rv leads. During procedure the blood pressure of the patient suddenly decreased and the heart didn't contract due to a pericardial tamponade. After massive blood drain, damage to the venous wall starting from superior vena cava into the right atrium was noted, probably caused by the laser and the adherences of the svc coil on the venous wall. The physician tried to repair the venous wall keeping the patient in extra corporeal circulation. After 4 hours of intervention the patient expired. Physician does not allege rv lead failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.